Event description:
This is filed to report the tissue injury it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had acute severe mitral regurgitation and a broad centric jet at a2p2. The first clip (xtw) dived medially while traveling to the left ventricle. The clip was inverted and brought back into the left atrium. A ruptured chordae was noted but there was no new jet observed. The clip was deployed in the center of a2p2 as planned. A small residual mr was observed from the a2p2 lateral aspect. Another clip (xt) was selected to close the residual mr. The clip was closed to cross the valve. The anterior leaflet was inadvertently caught inside the clip. Four or five attempts were made to grasp and reduce mr. The final grasp was made but an eccentric jet due to the perforated anterior leaflet was found on transesophageal echocardiography. The mean gradient pressure increased to 7mmhg and the patient experienced a drop in blood pressure. When attempting to remove the second clip, it became caught in the subvalvular apparatus. While troubleshooting, the second clip became caught on the first clip. On fluoroscopy the first clip was rotated. Both leaflets remained in the first clip but the decision was made to proceed to open heart mitral valve surgery. No additional information was provided.

Manufacturer narrative:
The clip was explanted and will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xt clip delivery system referenced is filed under a separate medwatch report number.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of tissue injury (ruptured chordae), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the reported unintended movement of dc shaft positioning (clip dived medially while traveling to the left ventricle). The reported migration (clip rotated) appears to be due to the reported device damaged by another device (clip got caught on the second clip) and the device damaged by another device was due to procedural condition. Based on the information provided, a cause for the reported tissue injury cannot be determined. It is possible that procedural conditions contributed to the injury; however, this cannot be determined. The reported hospitalization and surgical intervention were results of case specific circumstance as the patient remained hospitalized and open heart mitral valve surgery was performed to prevent embolization. There is no indication of a product issue with respect to manufacture, design, or labeling.